Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, per report the event was not caused by a malfunction of the valve. Per the device instructions for use (IFU), device malposition requiring intervention and transvalvular leak are potential adverse events associated with the transcatheter aortic valve replacement procedure. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, and poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. In this case the root cause for the reported inadequate position of the sapien valve and cai cannot be confirmed; however, it appears that the final position of the valve was related to procedural factors. Per report, the valve was slightly advanced by the operator during deployment landing in an 80:20 aortic position with subsequent cai. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Per the edwards lifesciences clinical specialist report, in a transapical tavr procedure the 23mm sapien valve was slightly advanced during deployment landing in an 80:20 aortic position causing central aortic insufficiency (cai), thus the need for a second sapien valve to be deployed. Case summary: the deployment angles were correct and pacemaker capture was confirmed. A partial inflation of valve with contrast aortic root injection was performed during deployment. The valve was advanced slightly aortic with balloon inflation and was found to be deployed in an 80:20 aortic position. The patient was stable post deployment. Upon transesophageal echocardiogram (tee), the patient was noted to have central aortic insufficiency (cai) with trace perivalvular leak (pvl). The valve was evaluated by the physicians and the proctor. It was assessed that a 2nd valve needed to be placed to resolve the cai and pvl. A 2nd sapien valve was placed one strut length more ventricular than the 1st valve position. The 2nd was implanted without issue in a 60:40 aortic position. Post tee showed no central ai and no pvl. The delivery system and sheath were removed, and the access site was closed. The patient's vital signs were stable and the patient was transferred to the recovery unit.